Manufacturer narrative:
Image review : xrays provided show, l4-s1 posterior spinal fusion. L4-5 spondylolisthesis present. Cage is positioned too posteriorly. There is lucency around the l4 screw and a paucity of present. Hardware failure is secondary to undersized screws <(>&<)> poorly positioned implant without corrections of deformity.

Manufacturer narrative:
Concomitant medical products: product ID: g75446545, lot no. H5206535 qty: 4, product ID: g75446545, lot no. H5233310 qty: 1, product ID: g75446545, lot no. H5218499 qty: 1. Manufacturer couldn't determine the no of screws that were loosened and lot number of loosened screws, so we are filling this MDR for notification purposes. This part is not approved for use in the united states; however a similar device catalog # 75446545, 510k #k042025 was cleared in the united states. (B)(4).

Event description:
It was reported that patient underwent interbody fusion l3-s1. Post-op, bone fusion was not achieved because of looseness of screw. As a result, lumbar spinal canal stenosis was reoccurred. Loosening of the screws were confirmed by x-ray and CT, so that the doctor decided to remove all screws posteriorly. Reoperation was conducted to replace all screws (level: l3-s). Loose screw could not be specified.

Manufacturer narrative:
Additional information: UDI of the similar device is (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.